Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 600 mg/dl at the time of incident of hospitalization and the current blood glucose level was 473 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin shots and insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated symptoms related to high blood such as vomiting. Customer declined to perform a carelink upload. Customer reports they feel okay to t/s. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer stated that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer had multiple blood glucose level such as 476 mg/dl, 487 mg/dl. The insulin pump will not be returned for analysis.